Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for this pacemaker dependent patient. Programming changes were made to sensitivity. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that continued noise and oversensing was observed resulting in greater than 2 seconds of pacing inhibition. All other lead diagnostics were noted to be stable and noise was unable to be reproduced. Programming changes were made to sensitivity.